Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented with vegetation observed in the right atrium. Blood cultures were negative. The physician did not allege the implantable cardioverter-defibrillator system promoted any infection. The device system along with the right atrial lead were explanted. The patient was stable.